Manufacturer narrative:
Section e1: reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation as the lens remain implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that on opening the preloaded intraocular lens (iol) box, it was noted that the package was not sealed and was already opened. The sterility was breached. No further information was provided.